Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient expired due to unknown causes. There was no reported malfunction related to the device or right ventricular (rv) lead and the cause of the death remains unknown. The device and rv lead remain implanted.